Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to nose bleeds. There was no report of serious or permanent patient harm or injury. The device was returned but yet not evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose bleeds. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant on air outlet of rear panel, missing accessory module flip door,discoloration of inside face of top enclosure, front panel, rear panel, and bottom enclosure, indeterminate black particles inside bottom enclosure, brown dust-like contaminants in edges of front panel, light corrosion of power connector p4, white dust-like contaminants on top of blower, liquid ingress with mineral buildup on bottom of blower and inside blower box, black residue with keratin at blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with grey dust-like contaminant on air outlet of rear panel, missing accessory module flip door, discoloration of inside face of top enclosure, front panel, rear panel, and bottom enclosure and inside bottom enclosure, white dust-like particles, brown dust-like contaminants in edges of front panel, light corrosion of power connector p4, white dust-like contaminants on top of blower, liquid ingress with mineral buildup on bottom of blower and inside blower box, black residue with keratin at blower box outlet and hair-like object inside sd card flip door, indeterminate black particles inside bottom enclosure were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.